Event description:
The customer reported that during a distal pancreatectomy, after working initially, the device activated when the activation button was not being pressed. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident device was plugged into the generator and activated satisfactorily. The device did not self-activate. We were unable to confirm the customer's report.